Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed. Unable to recover even after unplugged from electrical outlet.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 05-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that door 2 had failed. The field service engineer (fse) stated that tower door 2 was found to be snapped into two pieces. The fse stated that the door was replaced and tested multiple times to ensure it was secure. The fse stated that all functions were verified to be operating normally. The system functioned as intended after field service engineer repaired the device.